Event description:
Customer reports the pump module infusing tpn into a PICC line alarmed 'occlusion'. After attempting to reset the pump, the nurse flushed the line while clamping the tubing proximal to the pump. The channel then alarmed 'channel error. Upon opening the door the rn noted a large bubble in the silicone segment of the tubing, which burst onto the nurse when the tubing was removed. There was no report of harm to the nurse or patient as a result of this event.

Manufacturer narrative:
The customer¿s report of bulging (ballooning) of the silicone segment section with disposables sets could not be confirmed or duplicated. Physical inspection of the device noted no issues or anomalies. Analysis of the pump module event log shows no recorded channel error event having occurred on the reported incident date of (B)(6) 2015. The last recorded error found in the pump module¿s error log was dated back in (B)(6) 2014 and was a log only error type not visible to a user. Testing of the pump module found its performance to be within specifications for rate accuracy and patient side occlusion pressure. The root cause could not be identified.

Manufacturer narrative:
The suspect product was discarded. The concomitant device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.